Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -03.00/+3.0/144 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.